Event description:
It was reported that the patient experienced pain and discomfort around the spinal cord stimulation lead site. The physician does not feel the pain is device related, however does not know the reason for the pain. The patient was referred for pain injections. There will be no further course of action.